Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of a ¿b30 communication error¿ was confirmed. During the evaluation no image was observed and the screen was black. Excessive deep scratches were observed on the bending section rubber. The bending section rubber glue was observed to be cracked with exposed threads. The scope passed the leak test. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that a b30 ¿communication error¿ was observed with on the endoeye flex deflectable videoscope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer provided the following possible cause for the reported event were as follows: occurrence of error message b30-scope: the internal elements of bending section were misaligned due to external stress applied on bending section while inserting/withdrawing trocar, or there was unexpected stress applied to the charge-coupled device (ccd) causing breakage. Failure of ID data transmission: the defect may have been due to a temporary electrical contact failure because of the adhesion of foreign materials, or the video connector board was electrically damaged by the application of static electricity and/or overcurrent. The legal manufacturer reviewed the service history for the subject device and noted it was repaired on (B)(6) 2020 as full factory refurbishment. The legal manufacturer reported since the subject device was a refurbished product, the refurbish device record was reviewed. As a result, the record showed the subject device was shipped in accordance with specifications.